Event description:
It was reported that this left ventricular (lv) lead was explanted due to pocket infection. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).